Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The patient care technician (pct) at the user facility reported that the ultrafiltration (uf) rate changed while a patient was undergoing their hemodialysis (hd) treatment. The pct indicated that the machine was set to pull 1000 milliliters (ml) across 4 hours, however, the machine¿s uf reset to pull 3000 ml in 3 hours. After the machine pulled approximately 2300 ml of fluid, the patient complained of cramping. A saline bolus of 800 ml was administered to the patient. No other patient adverse effects were experienced. The patient¿s blood pressure was stable, and the patient did not faint or become dizzy. When the uf rate issue was observed by the pct, the ultrafiltration was switched off, and the treatment was continued up until the therapy was complete. The blood within the extracorporeal circuit was returned; no blood loss occurred. The patient was not hospitalized and did not require any medical intervention beyond the saline bolus. Following the event, the machine was pulled from the floor for evaluation. Follow-up was provided by the biomedical technician who revealed that the uf issue was traced to a programming error by the pct. The uf rate change was the result of human error. Functional testing performed by the biomed confirmed the system was operating properly; no issue observed with uf pump. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer provided follow-up which revealed that the uf issue was traced to a programming error by the pct. The uf rate change was the result of human error. Functional testing performed by the biomed confirmed the system was operating properly; no issue observed with uf pump. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.